Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. The patient reported that their current implantable neurostimulator (ins) was supposed to be ¿better¿ than their previous non-rechargeable ins she had before. The patient stated that she was under the impression that they were going to change the wires when they implanted the current ins. But the wires were worse, and the patient was concerned that the wires were possibly in the incorrect location. The patient also reported that there was a burning sensation around the current implant site that had always been there since implant and the patient stated that they never got the correct programming for the ins. It was also reported that the patient only had the ability to turn the ins off and on and increase or decrease the stimulation. The patient only felt stimulation in her feet and ankles and the stimulation caused ¿harsh cramps¿ in her legs. Due to the cramping, the patient had difficulty adjusting the stimulation. In the end, the patient was redirected to follow-up with a healthcare professional (hcp) and field reps were notified. There were no further complications reported or anticipated.